Event description:
Discordant, falsely low urea nitrogen (bun) results were obtained on one patient sample on a dimension vista 500 instrument. The first discordant result was reported to the physician(s). The sample was repeated twice, and each consecutive run resulted higher. The patient was redrawn and the new sample was tested, matching the second repeat result from the previous sample. It is unknown what instrument the initial sample was repeated on or the new sample was tested on. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered errors due to cleaner not being present in the port for reagent probe 1. The cse resolved the issue of cleaner not being present in the port for reagent probe 1 and verified instrument functionality. The cause of the discordant, falsely low bun results on one patient sample is unknown as the discordant results were isolated to that sample. The instrument is performing according to specifications. No further evaluation of the device is required.